Event description:
A malfunction was reported with the pump displaying a malfunction code. There was no reported adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, as it was under warranty, and instructed the customer to use multiple daily injections (mdi) as a backup insulin therapy. The customer was informed about putting the pump into storage mode before returning it and was given a pre-paid label to send back the faulty pump within ten days.